Event description:
This is the second tls3 for the same case (B)(4). Results were no better than before. This is the same as 2954339-2010-00028. During a procedure, after just a few uses the insulation came partly loose and fell off a few uses later. Because of the present blood the insulation could not be found any more. The surgeon hopes that by flushing and suction the insulation would leave the body. After this the instrument was exchanged with a tls2. This instrument was very slow and the seals were bleeding. A bipolar instruments was used to create hemostasis.

Manufacturer narrative:
This device is associated with starion instruments (B)(4). The thermal ligating shears in question was not returned; therefore, no investigation could be conducted. No pt info was provided.